Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an abdominal hernia repair in 2014 and mesh was implanted. The patient required a second unspecified surgical procedure on unknown date. The patient experienced pain from the second procedure and reported the mesh broke into nine pieces and had wrapped around the appendix, which required removal. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 9/4/2019.